Event description:
It was reported the patient experienced discomfort at the occipital lead near the anchor site (off label) as the lead was superficial (visible through the sutures). The physician cut the part of the exposed lead without opening the incision to alleviate the pain. As a result, the patient experienced ineffective stimulation. Surgical intervention will be taken at a later date to revise the lead. The patient received two scs leads with the same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.